Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 20, 2012. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an arthroplasty surgery the battery reamer drill device "stopped working". The reporter stated that the user tried a new battery but the device was still not working. There was a reported delay of five minutes to the planned surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacture information was unavailable. (B)(6). The device manufacture date was unavailable. The actual device was returned for evaluation.  Reliability engineering evaluated the device. It was observed that the device would not run.  Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be an electrical component failure due to usage wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.